Event description:
This is a report from baxter australia of a lower clearlink port that was unable to flush or run fluid and leaking back through the line. The reported condition occurred during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition of no flow was not confirmed or duplicated and an assignable cause could not be determined. A batch review was performed and no deviations were found. Should additional information becomes available, a follow up medwatch will be submitted. (B)(4)